Manufacturer narrative:
The technician found bolt came out of the lift arm where it attaches to the left side frame of the bed. He replaced the nut and bolt to repair the bed.

Event description:
The pt's wife alleged she was using the bed down function and heard a popping noise. She released the function button tried the function again, but it would not work. She looked under the bed and found some bolts under the bed.